Event description:
A facility manager reported an intraocular lens (iol) was exchanged for a different model lens. Add'l info has been requested.

Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).